Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the blood flowed from the connection between the needle and the syringe during venipuncture. No report of adverse or injury to the patient or the healthcare worker.

Manufacturer narrative:
H.6 investigation summary: material #:364314. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the blood flowed from the connection between the needle and the syringe during venipuncture. No report of adverse or injury to the patient or the healthcare worker.